Event description:
The pt underwent an open lar procedure due to colon cancer. The anastomosis was performed with the car device. Dehiscence was indicated on day 6. Hartmann was performed on re-laparotomy.

Manufacturer narrative:
This report is submitted on behalf of the MFR (B) (4) and the importer (B) (4). The production history files were reviewed, indicating that the device was released according to the product specifications. No further conclusions could be drawn regarding the cause of the event since the device was not returned for evaluation. As stated by the surgeon, 'the general condition of the pt was not the best' (including obesity and high blood pressure) and might have contributed to the outcome. The surgeon also stated that the he cannot exclude a leak from the area of the 'dog ears' (staple line). Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomotic devices. Pt's co-morbidities including obesity, are known to be associated with an increased risk of anastomotic failure.